Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. It was reported that the 840 ventilator generated a power on self test (post) breath delivery unit (bdu) diagnostic code. The service personnel (sp) inspected the ventilator and replaced bd (breath delivery) cpu (central processing unit) and bd/gui (graphical user interface) cable. The ventilator passed all testing per manufacturer specifications at the time of service. One bd to gui cable was returned to medtronic for further analysis. A visual inspection of the returned part shows no anomalies. The cable was attached to the failure investigation (f.I) test ventilator and it successfully passed all tests and calibrations. The cable tested satisfactorily. The cable was replaced as a precaution. One breath delivery (bd) pcb was returned to medtronic for further analysis. A visual inspection of the returned board shows no anomalies. The unit was attached to the failure investigation (f.I) test ventilator and during normal ventilation mode, it failed intermittently generating a ventilator inoperative condition a relevant diagnostic code. The fault was isolated to the flash memory devices. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that products meet all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator generated a power on self test (post) breath delivery unit (bdu) diagnostic code. The ventilator was not in use on a patient at the time of the event.